Manufacturer narrative:
No product was received at medtronic. This device has been used in the treatment or diagnosis of a patient. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product was not returned. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had a small fire while trying to apply in fascia. No patient injury has been noted. The circulator went to turn on generator and error code 239 came up on screen. They had replaced the ft10 with a forcetriad to finish the procedure.